Event description:
During an atrial fibrillation (afib) procedure, it was reported duo deca catheter was plugged into the ref deca port, the 12 leads signals were lost and all intracardiac signals had a lot of noise on the carto 3 and the recording system. The cable was exchanged with no resolution. The issue was resolved by switching to a different port. Additional information provided stated signal loss occur on both carto and the recording system at the same time. Signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. Noise occurred on both carto and the recording system at the same time. The physician was not able to interpret neither the body surface nor any ic recordings due to the noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported duo deca catheter was plugged into the ref deca port, the 12 leads signals were lost and all intracardiac signals had a lot of noise on the carto 3 and the recording system. The cable was exchanged with no resolution. The issue was resolved by switching to a different port. Additional information provided stated signal loss occur on both carto and the recording system at the same time. Signal noise occurred on all the channels, including the 12 leads of body surface and all ic (intracardial) recordings. Noise occurred on both carto and the recording system at the same time. The physician was not able to interpret neither the body surface nor any ic recordings due to the noise. After unit evaluation, field service engineer was able to duplicate the issue. Field service engineer replaced back plane card and issue was resolved. System was tested and system was functioning per specification. The defective card was sent for further testing. It was determined the defective diode d15 caused the reported problem. The card was sent to subcontractor for repair. The customer complaint was confirmed. DHR review was performed. No anomalies were noted in manufacturing.